Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed for air in line. When the pump door was opened to assess for air, an unspecified quantity of tubing appeared "chewed up". On an occasion, this was observed during a sodium chloride infusion at 75ml/hr that had been running for approximately 24 hours total. To resolve the event, the blue key was either moved to use a different part of the tubing in the channel or a new tubing was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.